Event description:
Information was received from a manufacturer's representative and patient regarding an implantable neurostimulator. The reason for call was caller stated they were seeing the patient for reprogramming and patient stated that for the past 1-2 weeks they have been seeing "settings not available" on their controller for all groups. Caller stated the patient is on higher intensities around 14-15 ma. Caller stated they checked impedances and they were normal, around 2000 ohms. Agent reviewed meaning of message and considerations to resolve the message. Additional information was received from the rep. Rep reported cause was determined to be due to the high amplitude mixed with the impedances so extra electrodes were added to correct error. Steps taken was adjusting electrodes to improve current flow of the battery to fix error. Issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.